Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
Received a copy of the customer's medsun report from the FDA which states; ¿patient receiving IV infusion of insulin to control diabetic ketoacidosis. Approximately 5 hours into the infusion, it was discovered that the IV line was leaking. During the insulin drip infusion, blood sugars were noted to be elevating, however it was not identified that the tubing was leaking¿. The customer reported that the leak occurred at the port closest to the drip chamber. The insulin regimen was changed related to the elevated blood sugar. There was no lasting harm to the patient.

Manufacturer narrative:
The customer¿s report of the IV line leaking was confirmed. No anomalies were observed during visual inspection of the set. Functional testing and pressure testing confirmed fluid leaking from the piston of the first smartsite below the pumping segment. The root cause of the reported leaking from the y port was found to be a needle puncture hole in the piston. The smartsite valve is not intended to be accessed with a needle and will leak under such conditions.